Event description:
The customer stated that she was hospitalized three times. Twice for low blood glucose levels and once for high blood glucose levels. On the first hospitalization for low blood glucose, her husband found her unconscious with a blood glucose reading of 37 mg/dl. The same thing happened on the second hospitalization for low blood glucose. When she was hospitalized for high blood glucose levels, the customer didn't have her inserter and was unable to properly insert the infusion set manually. The customer stated that the cannula was laying flat against her skin due to not inserting it properly. The customer asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.